Manufacturer narrative:
D10: concomitants: (B)(6); 300-01-17 - equinoxe humeral stem primary press fit 17mm. (B)(6); 300-10-15 - equinoxe replicator plate 1.5mm o/s. (B)(6); 300-20-02 - equinox square torque define screw drive kit. (B)(6); 310-01-53 - equinoxe, humeral head short, 53mm (beta). (B)(6); 314-13-14 - equinoxe cage glenoid large, beta. (B)(6); 315-35-00 - glnd kwire.

Event description:
It was reported that a 72-year-old male patient, initial left shoulder implanted in (B)(6) 2018, underwent revision to convert to a reverse tsa. The patient had a deficient rotator cuff tear which required the conversion. The surgeon indicated the implants were well fixed and there was not a problem with the implants. All implants were removed except for the stem which was well fixed. Standard baseplate with a 38mm glenosphere was reimplanted along with a +0 tray and +0 poly. The surgeon took it through range of motion and was happy with the end result. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for return. The hospital will not release them. No device images were able to be obtained. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 - medical device problem code.

Manufacturer narrative:
The revision reported was likely the result of rotator cuff deterioration and subsequent superior migration of the humeral head resulting in prosthesis wear of the glenoid component. The reason for the rotator cuff failure cannot be conclusively determined but may be related to an underlying patient condition, component sizing or positioning issues, or a combination of the above. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. D1: corrected. H6: corrected component and investigation clinical codes.